Event description:
It was reported the caster on the 9805 lift was bent which caused the lift to tip while the patient was utilizing it. Both the patient and nurse were injured. The patient sustained minor scrapes and bruises and was treated with ice and bandages; while the nurse suffered a sprained ankle. The paramedics were called to assist with the injuries. Both the patient and the nurse refused further medical treatment, declining to be transported via ambulance to the nearest hospital. No further patient or user complications were reported as a result of this event.